Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with possible paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: a2, a3, a6, b5, and d1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen on (B)(6) 2021 using the cooladvantage and cooladvantage plus applicators and presented with paradoxical hyperplasia (ph).